Event description:
Litigation papers allege, the patient suffered pain and discomfort, the formation of metallosis and pseudotumors that have damaged bone and tissue surrounding the implant, stiffness, inflammation, chromium and cobalt metal toxicity, and lack of mobility.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; loose stem; elevated cobalt and chromium level; abundant hip effusion; black corrosion type material at the junction of the cobalt chrome head and cobalt chrome morse taper. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is considered closed.